Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer blood glucose was as low as 40 mg/dl. Customer advised they have diabetic gastro paresis and their blood glucose goes low because they receive the insulin during a bolus all at once before digesting the food. Customer declined to troubleshoot for low blood glucose and just wanted information about different bolus types. Customer was advised to contact their doctor and to monitor their blood glucose levels.